Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of high blood glucose of an unknown level due to the infusion sets which were recently mailed to them. Customer indicated that they would like to try a different infusion set. Troubleshooting was declined by customer. Customer was advised that replacement sets would be provided. No further details.